Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 57 mg/dl. Prior to being admitted, her blood glucose was 44 mg/dl when the paramedics checked it. The customer stated that she was unable to speak or move. Troubleshooting was performed, and the bolus history displayed a bolus of 16.5 units that the customer did not remember programming. The customer also stated that she wore the insulin pump during an xray. Advised the customer that the insulin pump would be replaced due to the bolus anomaly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.